Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Concomitant medical products: d314trg ICD implanted (B)(6) 2011; 694965 lead implanted (B)(6) 2006. (B)(4).

Event description:
The right ventricular (rv) lead exhibited high and unstable thresholds. The rv lead was explanted and replaced. During laser extraction of the rv lead the left ventricular (lv) lead dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.